Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2021 at 2:00 pm, she obtained an inaccurate high blood glucose reading of ¿179 mg/dl¿ with the subject meter. The patient manages her diabetes with set dose of regular insulin. In response to the elevated result, the patient reported administering an unspecified dose of insulin. On (B)(6) 2021, after the alleged issue occurred, the patient claimed she was stopped by the police for driving too fast. The police found her to be ¿very disorientated¿ so they called the paramedics for assistance. The patient claimed her blood glucose measured ¿49 mg/dl¿ on the paramedic¿s meter, was administered a glucose injection and was then taken to hospital. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.